Manufacturer narrative:
This is an approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome spinal pain. It was reported that the patient had their rechargeable implantable neurostimulator (ins) replaced with a non-rechargeable because after a matter of 6 months post-implant the patient had a hard time trying to charge it, could never get it on to charge up, and that it was a hassle so they changed to a non-rechargeable. The patient was donating their external equipment from the rechargeable system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the patient was unable to connect with the recharger so that the ins could be charged. There were no reported complications and no further complications were expected.